Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several actions to address the occlusion issue, including disconnecting tubing, tightening the t:lock, and delivering boluses, which impacted the insulin on board. Despite repeated attempts, the occlusion alarms recurred. Eventually, the customer successfully completed a 9-unit bolus after loading a new cartridge and was advised to replace supplies as needed to resume insulin therapy.